Event description:
Customer reportedly passed out within mins of testing 4.5 mmol/l on the compact plus system. Paramedics were called, and customer tested 2.3 mmol/l on professional meter. Timeframe between reported results was within 30 mins. Customer did not specify what medical treatment was administered. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.